Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not rewinding and making a noise but the piston was not going down. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected rewind anomalies noted. The motor was tested outside of the device and passed.